Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tube of her infusion set was hanging out when she pulled her clothes up. She felt high at the time and her infusion set came off at the quick release while she was sleeping. The site was on her right side and the pump was worn on her left side. The infusion had been in use for twelve hours and the infusions were stored in a cool closet. She was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to her body. Upon investigation, it was observed that the tubing detached from the tubing connector due to missing glue. No further information available.